Event description:
The device was applied during a total pneumonectomy procedure. Reportedly, the staples did not form properly. The surgeon used manual suture to complete the closure. The hosp has reported that no pt injury occurred.